Manufacturer narrative:
The bci 601 sn (B)(6) is a clinical investigation device, therefore the serial number is not available in the ici database. The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that no contact between the processor and the implant could be established which indicated a device malfunction. The user has been re-implanted.

Manufacturer narrative:
Conclusion: investigation results indicate a device failure caused by an intermittent electrical connection between a receiver coil wire and a demodulator feed-through pin. Further a bulge on the back side of the demodulator and coil was found, which is highly likely to be body fluid which was accumulated and diffused into silicone coating through time. The resulting transition bend may have contributed to the coil wire fatigue fractures. The problems described in the user report seem to be congruent with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user reported that no contact between the processor and the implant could be established which indicated a device malfunction. The user has been re-implanted on (B)(6) 2024.